Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7128374. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred in october 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated causing the patient to experience inadequate stimulation. X-ray imaging was performed to confirm the device migration. The patient underwent a scs lead explant procedure and was doing well postoperatively. The explanted scs leads were thrown away by the doctor.